Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is experiencing atrial pacing impedance high out of range due to the port being plugged. Technical services (ts) was consulted and recommended making some programming changes to get rid of the out-of-range impedance. Also, low shock impedance within normal range was noted for the right ventricular (rv) lead, left ventricular (lv) lead; additionally, an undersensing event was present but therapy was not delayed. A sam episode was observed resulting in the minute ventilation (mv) feature being switched. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.